Event description:
It was reported that during a water vapor therapy procedure, after the patient had been administered general anesthesia, error messages 240 and 241 were received on the generator. Three different delivery devices were attempted to be used with the generator, but the same error messages appeared. The error messages could not be resolved and the procedure was cancelled. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during a water vapor therapy procedure, after the patient had been administered general anesthesia, error messages 240 (low water pressure during prime) and 241 (high water pressure during prime) were received on the generator. Three different delivery devices were attempted to be used with the generator, but the same error messages appeared. The error messages could not be resolved and the procedure was cancelled. The patient was rescheduled and the water vapor therapy procedure was completed on a later date. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported error messages received on the generator could not be confirmed as analysis found no error messages were received during testing. The generator passed full functional testing and the product investigation did not identify any potential product issue. Device history review: the device history record (DHR) confirmed that the generator met all material, assembly and performance specifications. Device technical analysis: the generator was returned for analysis to our post market quality assurance laboratory. Visual analysis identified minor plastic enclosure damage due to normal usage wear therefore those parts were replaced. The rest of the generator was in overall good physical condition. The functional testing identified that the generator passed power on self-test (post). The syringe and delivery device were connected with no issues. The generator primed and flushed as per specifications. The generator received all required updates, passing full functional and electrical safety testing. Labeling review: based on the information provided, there was no evidence that the console was used in a manner inconsistent with the labeling as per the rezum generator manual. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation. The service department was unable to replicate the fault conditions reported as no error codes were displayed upon functional testing.

Event description:
It was reported that during a water vapor therapy procedure, after the patient had been administered general anesthesia, error messages 240 (low water pressure during prime) and 241 (high water pressure during prime) were received on the generator. Three different delivery devices were attempted to be used with the generator, but the same error messages appeared. The error messages could not be resolved and the procedure was cancelled. The patient was rescheduled and the water vapor therapy procedure was completed on a later date. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported error messages received on the generator could not be confirmed as analysis found no error messages were received during testing. The generator passed full functional testing and the product investigation did not identify any potential product issue. Device service history record (shr) review: the laser console was installed on 05 march 2021. It was last serviced on 17 june 2021 and found to be fully functional. Device technical analysis: the rezum generator was returned to the sourced finished medical device (sfmd) for analysis. Functional testing identified the generator passed the post (power on self-test). The syringe and delivery device were connected without any issues. The generator primed and flushed as per specifications. The generator passed all functional testing. The reported failures were unable to be replicated. Labeling review: based on the information provided, there was no evidence that the console was used in a manner inconsistent with the labeling as per the rezum generator manual. Investigation conclusion: based on analysis results, a probable cause of no problem detected was assigned to this investigation.

Event description:
It was reported that during a water vapor therapy procedure, after the patient had been administered general anesthesia, error messages 240 (low water pressure during prime) and 241 (high water pressure during prime) were received on the generator. Three different delivery devices were attempted to be used with the generator, but the same error messages appeared. The error messages could not be resolved and the procedure was cancelled. The patient was rescheduled and the water vapor therapy procedure was completed on a later date. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Correction provided in b5 (describe event or problem) in order to provide additional clarify to error codes reported.